Manufacturer narrative:
The patient's gender and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the estimated pump flow dropped from about 4 lpm to 0.5 lpm. The patient was clinically stable during the event. The patient¿s inr was in the therapeutic range prior to and during the time of the event; however, the patient¿s antiplatelet therapy was not in the recommended range. CT angiography showed almost no flow through the lvad system. A pump exchange was subsequently performed on (B)(6) 2017. It was reported that during the operation, a thrombus in the outflow graft was confirmed. The replacement pump is reportedly working as expected. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log files confirmed the report of low flow alarms, the evaluation of the returned device, did not reveal any issues that would have contributed to the report of device thrombosis. A direct correlation between the device and the reported events could not be conclusively established. The evaluation of the submitted log files revealed that on 16dec2017 10:31:11 am, the calculated flow decreased to 2.4 lpm, below the low flow threshold of 2.5 lpm. Approximately 10 seconds later, the low flow hazard alarm became active. The calculated flow continued to decrease through the remainder of the log file ending on 16dec2017 at 10:51:13 am and reached values as low as 0.3 lpm. The pump was returned assembled with the pump cable severed approximately 11 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned properly attached to the pump cover outlet port. The outflow graft bend relief and the apical cuff were not returned. Examination of the outflow graft, pump cover outlet port, and rotor well revealed soft, loosely coagulated blood. Examination of the lumen of the inflow cannula, the interior of the pump cover, and the pump rotor revealed loosely coagulated blood mixed with tissue-like clotted blood. These depositions appear consistent with blood remaining in the device post-explant. Examination of the inflow cannula revealed a thin, white, tissue-like ingrowth near the proximal edge of the textured surface. The ingrowth was well-adhered and did not appear large enough to obstruct flow. Visual inspection of the pump blood-contacting surfaces did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. The report of thrombus observed in the outflow graft could not be confirmed through this evaluation. The device was then cleaned and inspected. The pump rotor and rotor well showed no evidence of dents or scratches. The pump cable appeared unremarkable. The pump was connected to and operated on an functional tester according to the calibration and functional test procedure. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. Thromboembolism is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.